Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was 1600 mg/dl at the time of hospitalization. The customer was found no responsive by his friend. Customer was treated with insulin. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not returned for analysis.